Event description:
Per the clinic, the patient experienced a breakdown of the skin flap, exposing the implant, and resulting in the decision to explant the device. The device was explanted on (B)(6), 2010. It is unknown whether there are plans to reimplant the patient with another device as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was being prepared to be used in an unknown procedure. The device was opened and the tech noticed the device was broken. The part is above the handle and appears detached. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4)